Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology at the time of the implant are unk. It was reported at the time of implant, a femoral-femoral bypass was performed. The pt was lost to follow-up in 2002. It was reported that the pt was brought emergently with hypotension and right side abdominal pain. A computed tomography scan demontstrated that there was a rupture. The pt was then transferred to a hosp that was able to perform repair of the ruptured aneurysm. Initial fluoroscopic views of the graft demonstrated disjunction of the contralateral iliac limb. It was reported that an area of the stent graft shows fatigue with stent disruption. The physician elected to reline the previous stent graft. The endoleak was resolved. No sequelae were reported.